Manufacturer narrative:
B5 - updated event.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 3.5mm x 28mm, eccentric target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified artery. A 32 x 3.50 promus elite mr drug-eluting stent was advanced; however, the shaft was broken. The procedure was not completed. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was located in the right coronary artery. The break occurred 31cm from the hub. The broken part was completely removed manually, no intervention required.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 3.5mm x 28mm, eccentric target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified artery. A 32 x 3.50 promus elite mr drug-eluting stent was advanced; however, the shaft was broken. The procedure was not completed. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was located in the right coronary artery. The break occurred 31cm from the hub. The broken part was completely removed manually, no intervention required.

Manufacturer narrative:
A promus elite ous mr 32 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 24 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 3.5 mm x 28 mm, eccentric target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified artery. A 32 x 3.50 promus elite mr drug-eluting stent was advanced; however, the shaft was broken. The procedure was not completed. There were no patient complications nor injuries reported and the patient status was stable.